Event description:
The reporter contacted animas on (B)(6) 2012, stating the down arrow sticks at times and has had delayed responsiveness. The patient claimed the down arrow button would cause the screen to alternately freeze and scroll uncontrollably. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation the down button was found to be intermittently unresponsive, the up button was unresponsive and misaligned, and contamination was found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.